Event description:
It was reported that the patients implantable pulse generator (ipg) was too deep in the pocket and experienced a difficulty charging it. The patient underwent a revision procedure wherein the pocket was restructured to be more superficial and the ipg remains implanted. The patient was doing well postoperatively.